Event description:
While the surgeon was trying to activate the device, the clips would not come all the way down to the end of device. It appeared that the clips would close upon firing half way down the end of the device.